Event description:
It was reported there was a probable programmer connection issue, due to problems with multiple programmer rf (radiofrequency) heads. The rf head was not "picking up" a device prior to a case. Another programmer was used. A back cover is also needed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was a programmer connection issue. It was also noted that the power cord bay door was broken, and the media bay door was damaged. (B)(4): analysis confirmed the "wand issue", the cable was found to be damaged.